Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device lot #: an invalid lot # of 21j25-t was provided by the initial reporter. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd neutraclear¿ needle-free connector the tip of the product broke. The following information was provided by the initial reporter: the tip of the syringe is broken off on the at injection point.

Event description:
It was reported while using bd neutraclear¿ needle-free connector the tip of the product broke. The following information was provided by the initial reporter: the tip of the syringe is broken off on the at injection point.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-aug-2022. . Investigation summary: one el-nc1000 sample from lot 21j25-t was received for investigation in open packaging. No further information was available to assist the investigation. A visual inspection of the returned sample confirmed the customer's experience with the tip of an unknown syringe identified to have snapped off and remained lodged within the female luer adaptor (fla) of the el-nc1000 sample. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. They removed the syringe tip from the neutraclear device, and measured the internal diameter of the fla of the neutraclear; the returned neutraclear device was determined to be with the manufacturing specifications of the product. A definitive root cause for the observed damage to the syringe tip could not be determined in this instance, however no manufacturing defects were observed to the neutraclear component which may have contributed to the customer's experience. A review of the production records from lot 21j25-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the el-nc1000 product over the past 12 months. H3 other text : see h.10.